Manufacturer narrative:
Reported event of unspecified capture issue was not confirmed. The device was received with battery voltage above eri level. Electrical and mechanical analysis performed indicated normal functionality. Further analysis, including output verification, found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
New information received notes that the patient was dependent on pacing. The lead noise was able to be reproduced with isometrics. Normal capture thresholds were noted upon examination.

Event description:
It was reported that a patient presented with symptoms of dizziness and arrythmia. High pacing impedance, clavicle crush, high capture thresholds, fracture and over-sensing of noise resulting in pacing inhibition was noted on the right ventricular lead. An unspecified capture issue was noted on the patient¿s pacemaker. The device was explanted and lead was capped on (B)(6) 2026, and both products were replaced. The patient was stable throughout.